Event description:
The patient reported that the previously working remote monitor, did not power on even after correctly inserting new batteries. The remote monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis found that the monitor was able to power up and is working normally with the batteries that were returned with the device. The monitor passed power testing. Analysis was unable to confirm the reported event.